Event description:
The customer received a blood glucose reading of 243mg/dl when she was at the doctor's office. She was given 4 types of fluids to take. Specifics not provided. Since she was feeling nauseated on the way home she stopped by the hospital and they gave her something, but customer could not provide further details. When she arrived home and tested on the contour next link the reading was 65mg/dl, so no insulin was dispensed from her pump. She was still feeling nauseated, so retested on a different meter and the reading was 365mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. Three days prior she was feeling tired and became incoherent. An ambulance was called and when the paramedics tested her blood glucose on their meter, it was 23mg/dl. Treatment was given, but customer did not provide details. The test strip information was not provided, and the strips were not expected to be returned for evaluation. A new meter was sent to the customer.